Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean parts of the pump, which led to successful resolution as the customer was able to complete the cartridge load process and resume insulin delivery.